Event description:
The device emitted metal shavings during the procedure. No shavings were left in the patient; and there was no adverse outcome to the patient.

Manufacturer narrative:
An evaluation of the subject device will be performed upon receipt. Upon completion of the evaluation, a follow-up medwatch will be submitted.